Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: stem loosening, femoral osteolysis. Review of event description: the patient was revised due to femoral osteolysis of a total hip prosthesis (thp) metasul/metasul and a synplug cement plug. Review of received data: surgical reports: surgical report of implantation dated (B)(6) 2007, (B)(6): in the beginning of the report the following is stated: primary coxarthrosis on the right hip: total hip prosthesis exafit, cup allofit using a modified watson-jones approach. The patient is placed on the table in the lateral position. An anterior-external incision is made starting at the superior-anterior edge of the greater trochanter, 13 cm towards the anterior superior iliac spine. The capsule is exposed and an incision is made. Femoral osteotomy is performed and the femoral head is extracted with a lag screw. The acetabulum is exposed and prepared with the chisel and then milling by hand up to 48 mm. An allofit shell size 48 and a metasul insert size 28 are implanted with a 45° inclination while respecting the anteversion of the acetabulum. The femur is prepared with the diaphyseal and metaphyseal rasps up to size 2/2. A reduction is made using a short head which is satisfactory. An exafit stem, size 2/2, is implanted with palacos gentamicin cement after a bioresorbable plug zimmer 10 was placed. A metasul head size 28s is mounted. The hip is reduced, the wound is closed and a redon drain is placed. Report of hospitalization from (B)(6) 2007 to (B)(6) 2007, (B)(6): this report does not contain additional information that would affect the results of the investigation. Surgical report of revision dated (B)(6) 2017, (B)(6): in the beginning of the report the following is stated: femoral loosening of the right thp: change of prosthesis with femoral reconstruction. The patient is placed in the left lateral decubitus position. Using a posterolateral approach the hip joint is opened. No suspicious liquid is found. There is essentially a metallosis which appears to originate from the stem taper (after analysis of the removed pieces). A posterior luxation is made and the stem is removed without difficulty. The cement mantle is fragmented in some places. Exposure of the cup is difficult. Removal of the insert is without difficulty. On the other hand, the allofit shell holds very well and is finally removed without major bone damage. The tissue affected by metallosis is grinded and removed. Samples are sent for histological examination. The rest of the report describes the steps for the implantation of the new prosthesis (exceed cup, biolox delta insert, biolox delta head and up-tion stem) and it does not contain additional information that would affect the results of the investigation. X-rays: three undated x-rays were received as photographs of the originals. They are further addressed in this report as x-ray 1, x-ray 2 and x-ray 3. The brightness and contrast is different between the x-rays. In all x-rays there is no clear distinguishable difference between cement and bone except at the tip of the stem where the bone cement is visible. In x-ray 1 several round/elliptical radiolucent areas can be observed on the medial side of the stem. Distal to the bone cement the medullary canal is wider probably indicating the location of the cement plug. Between the stem collar and the bone resection line there is a small distance. In x-ray 2 the stem collar now seems to lie on the cortical bone as compared with x-ray 1. Furthermore, there seem to be radiolucent areas all around the stem. The round/elliptical radiolucent areas observed in x-ray 1 are now larger. X-ray 3 exhibits as well radiolucent areas around the stem. In x-ray 2 and x-ray 3 a radio-opaque formation can be observed around the hip joint. Its origin stays unknown. Devices analysis visual examination: on the anchoring surface of the exafit stem, under certain light conditions, slight matt rough areas can be recognized on all sides. Investigation of these areas with the low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed parallel scratches and line- to dot-shaped indentations. On the posteromedial edge of the stem and on the stem¿s tip there are a few small zones where surface changes due to corrosion are recognizable. On the anterior, lateral and posterior side of the stem taper polished appearing areas and signs of fretting corrosion can be observed. The medial side of the taper has a dark grey appearance and slight signs of fretting corrosion can be seen in the distal region. The taper structure is completely worn on the lateral side of the taper in the proximal quarter. Adjacent to that two quarters of the taper have a matt appearance. Distal to the taper surface there are dark grey deposits probably consisting of corrosion products and organic substances. The taper surface was further investigated with a low power microscope type leica mz16 a (eq-ID: wnt-03-rsr-540-151663) as well as with a light microscope type leica dmrx (eq-ID: wnt-03-rsr-540-151664). The polished appearing areas of the taper show a vertical pattern and increasing width of the lands and decreasing width of the grooves as compared with the taper structure on the medial side. On the lateral side in the region with the matt appearance the taper structure is worn. Revision damage in the form of coarse scratches can be observed on the stem¿s neck and collar. There are several dents visible on the anterior and posterior distal face surface of the collar. These can be attributed to the revision as well. The allofit shell shows damage from revision surgery in the form of a deformed area on the rim and coarse scratches and tool marks on the inner side. There are bone attachments visible on the anchoring side of the shell. On the inner side of the shell slight polishing can be seen in the area around the polar screw. On approximately one half of the inner side of the shell polished lines are visible. Damage in the form of cuts is visible on the metasul alpha insert, most probably made during revision surgery. The insert is slightly deformed to an oval and yellow discolored on the anchoring side. On the articulation side of the insert there are two air bulges noticeable on the polyethylene rim. In the bulged zones and in one location on the rim with the revision damage subsurface cracks can be seen. The marking on the rim is hardly readable. The metasul inlay is slightly tilted in the polyethylene liner. Numerous fine scratches are visible on the articulation surface of the metasul inlay. An investigation of the inlay with a low power microscope (leica mz16 a, eq-ID: wnt-03- rsr-540-151663) revealed some smeared material on the rim. The appearance of the latter points to an organic deposit. In addition, on the spherical calotte, close to the rim, there are areas with dense parallel scratches. On the anchoring side of the insert there is an approximately 1 mm wide circular groove located at the position where the antirotational spikes of the shell are normally indented in the polyethylene. There are backside changes on the entire anchoring side, with the exception of the circular area around the polar pin. On the articulation surface of the metasul head there are numerous fine scratches. Under certain light conditions, a partial borderline between the loaded and unloaded area is visible near the equator. In a small region of the head several spots can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. The articulation surface was investigated under the light microscope (nikon epiphot, eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). As already observed under certain light conditions, the borderline between the loaded and the unloaded area is well recognizable. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In the unloaded area the original surface state with slightly protruding carbides is still visible. The head taper shows surface changes due to fretting corrosion in the contact area with the stem taper. For fixation during wear measurement the head was placed on a metal pin. Accidentally, the latter left a metal smearing in the non-contact area of the taper. Wear measurement: the wear measurements of the articulation surfaces of the metasul head and the metasul alpha insert were carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is 34.5 m which results in an annual wear rate of 3.4 m. The wear map of the cup shows a possible wear zone in the center. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameter of the cup is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found [2]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [2]. According the received information the hip prosthesis was revised after 10 years and 2 months in vivo due to stem loosening and femoral osteolysis. On all sides of the stem slight matt rough areas consisting of parallel scratches and line-to dot-shaped indentations could be observed. The beforehand described phenomena indicate a loosening between the implant and the cement. There are three undated x-rays at hand. One x-ray (addressed in this report as x-ray 1) exhibits small round/elliptical radiolucent areas on the medial side of the stem. Another x-ray (x-ray 2) exhibits radiolucent areas all around the stem and the round/elliptical radiolucent areas seem to have progressed as compared with x-ray 1. Furthermore, when comparing x-ray 1 and x-ray 2 it seems that the stem had slightly subsided. These observations point to a loosening of the stem. However, without a complete and dated x-ray follow-up the bone situation immediately after implantation and how it changed over time in vivo remains unknown. It is reported that during revision surgery signs of metallosis were found which appeared to originate from the stem taper. Samples were sent for histological examination but the results that could confirm the metallosis are not at hand. On the surface of the stem and head tapers signs of fretting corrosion could be seen. On the stem taper the latter were present in the form of changes of the original surface structure to a vertical pattern and increasing width of the lands and decreasing width of the grooves. There are regions on the lateral side of the stem taper where the taper structure is completely worn. The slight oval deformation of the insert, the air bulges, the obliterated markings and the tilting of the inlay in the polyethylene liner can be attributed to the decontamination washing performed by the hospital. The areas with subsurface cracks on the rim of the polyethylene liner point to material embrittlement due to oxidation. Based on the appearance of the metasul alpha insert it can be assumed that it was properly seated in the allofit shell. However, at least from one point in time the insert was able to rotate within the shell as indicated by the backside changes on the anchoring side of the insert and polishing on the inner side of the shell. The circular groove on the anchoring side of the insert derived from the antirotational spikes carving the material during rotation of the insert. It stays unknown why the insert was able to rotate within the shell. The appearance of both articulation surfaces does not indicate signs of abnormal wear. The wear value of the head is slightly above the half of the annual average wear rate given in. A wear value for the cup could not be determined due to limitations of the analysis method. However, the measured diameter of the cup is still within the manufacturing tolerances. As the wear values of the metasul pairing were not elevated it can be assumed that the metallosis seen during revision surgery derived probably from the surface changes observed on the taper surfaces of stem and head. The conditions of mounting of the head on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. Based on the retrieval investigation it remains unknown why it came to femoral osteolysis. It can only be hypothesized that the metallosis as well as the backside changes on the anchoring side of the insert could possibly have contributed to the osteolysis. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4). [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4 and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015. [2] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120.

Event description:
It was now further reported that the revision surgery was also performed due to stem loosening.

Manufacturer narrative:
Surgical reports and x-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been received on july 28, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a allofit alloclassic shl 48/gg, on the right side on (B)(6) 2007 and the patient underwent revision surgery on (B)(6) 2017 due to metallosis and osteolysis. It was also stated that according to dr. (B)(6) there is no conflict between the cup and the neck of the prosthesis. There was no contributing conditions related to the event.